Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer's insulin pump was not accepting the batteries. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was not performed for the battery failed alarm. Troubleshooting was performed for display issues, but the customer did not allege anything. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1884l was requested and customer's response was that the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored and no unexpected failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further review of the formatted history file 1 week prior to the event date of 04-apr-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 04/04/2025 19:13:12.000, 04/04/2025 19:21:10.000. 04/04/2025 19:21:55.000, 04/04/2025 19:22:06.000. 04/04/2025 19:22:18.000, 04/04/2025 19:22:20.000. 04/04/2025 19:23:26.000. Failed battery alert/battery failed alarm was found on: 04/04/2025 19:21:02.000, 04/04/2025 19:21:54.000. 04/04/2025 19:22:04.000, 04/04/2025 19:22:07.000. 04/04/2025 19:22:19.000, 04/04/2025 19:22:20.000. Pump error 23 alarm was found on: 04/04/2025 19:26:04.000. Power loss alarm was found on: 04/04/2025 19:26:19.000. 04/04/2025 19:26:27.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 07-apr-2025 at 16:43:57.000. There was no power data available for the event date of 04-apr-2025. Unable to check power data for failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm. Pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. No unexpected failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm noted during testing. Lostsensor1alert (780) was found on: 03/29/2025 00:34:00.000. 03/30/2025 20:39:00.000. 04/01/2025 15:28:00.000, 04/01/2025 15:38:00.000. 04/02/2025 12:43:00.000, 04/02/2025 12:53:00.000. 04/02/2025 13:29:00.000, 04/02/2025 13:39:00.000. 04/03/2025 12:28:00.000, 04/03/2025 12:38:00.000. 04/03/2025 13:13:00.000, 04/03/2025 13:23:00.000. 04/04/2025 12:58:00.000, 04/04/2025 13:08:00.000. 04/04/2025 13:40:00.000, 04/04/2025 13:50:00.000. Sensorerroralert (801) was found on: 03/29/2025 22:18:35.000. 03/30/2025 01:38:33.000. 03/31/2025 23:38:37.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. No delivery alarm/insulin flow blocked alarm was found on 03-apr-2025 during bolus delivery. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Force sensor zero offset within specification (22.91 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a stained keypad overlay and a scratched case. The pump passed all the required testing. Customer alleged for failed battery alert/battery failed alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.